Manufacturer narrative:
Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).

Event description:
It was reported that after the insertion of dialysis catheter, the clamp of the device was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).

Event description:
It was reported that after the insertion of dialysis catheter, the clamp of the device was allegedly found to be damaged. There was no reported patient injury.